Event description:
Unomedical reference no.(B)(4). Event occurred in the united states it was reported that patient faced an issue with infusion set was bent cannula. The blood glucose was 225mg/dl at the time of incident and was managed by bolus via pump. The site of insertion was abdomen. The issue occured after three hours of insertion. Infusion set was in use for seventy two hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.